Manufacturer narrative:
(B)(4). The device was returned for analysis. The stretched and separated coils were able to be confirmed; however the kink was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified left anterior descending (lad) artery the whisper ms guide wire was used in the procedure but was kinked during the operation. The guide wire was changed with a second whisper es and the procedure was completed successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the distal tip and polymer coating of the returned whisper ms guide wire was separated. Subsequent information from the site noted the separation and damage to the guide wire tip occurred during shaping; the tip became loose outside of the anatomy and there was no patient effect. The location of the separated/detached fragment was not known.